Event description:
The information received from the field states that the needle pierced out of the side of the catheter during preparation. The catheter was not looped, but extended straight out when being prepared. The information states that this event occurred during a demonstration at the account. The product was not used in a patient. Please note that multiple attempts to acquire additional information have been attempted, and have been unsuccessful.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date.